Event description:
It was reported that, "the coupling screw and adapter sleeve were attached to the lag screw and the lag screw was inserted into the patient. The side plate was put into the patient and the doctor wanted to screw the lag screw in further. Upon doing so, the coupling screw and adapter sleeve came out. That was when it was noticed that the threads had broken off into the lag screw inside the patient. The threaded portion of the coupling screw was left inside the big screw inside the patient as per the doctor, no action was taken."

Manufacturer narrative:
Device discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.